Event description:
The customer reported that the system displayed an interlock failure preventing the system from booting to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator driver pcb and power supply signal interface pcb were evaluated and replaced. The system was tested, found to be working as intended, and returned to service.